Event description:
It was reported that the patient went into vf (ventricular fibrillation), however no high voltage therapy was delivered. Review of a telemetry strip found pacing into the arrhythmia, which indicates undersensing, and erratic sensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.